Event description:
Penumbra 5max-ace reperfusion catheter was removed from the hoop and upon flushing a hole was noticed in the proximal hub strain relief. The catheter was noted not to be abused upon removal from the hoop. Another catheter was used to continue the procedure.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.